Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient was not getting enough medication; a catheter revision was being considered as well as with filling the pump with saline. It was later reported that the pump was used to deliver lioresal 2000mcg at 99 mcg/day. It was noted, the patient experienced tachycardia and hypoglycemia. The pump and catheter were revised; the date of the revision was unknown by the reporter. The patient outcome was reported as recovered without sequela.